Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009: the patient underwent fusion surgery and rh-bmp2/acs was implanted. Reportedly, the patient began to have "serious problems. Some are: pain, mental anguish and physical limitations."